Event description:
Additional information was received indicating that a revision procedure was performed due to fault code and premature battery depletion (pbd). The device was explanted and successfully replaced. No additional adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Device evaluation was received confirming a product anomaly. The device hardware is not detecting the loss of battery energy causing inaccurate battery indicators and therefore the device needs to be replaced. This crt-d must be returned for detailed analysis.

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Event description:
Boston scientific received information from the health care professional (hcp) that this cardiac resynchronization therapy defibrillator (crt-d) displayed fault code. Boston scientific technical services (ts) discussed fault code 1003 and recommended a device change-out as this indicates a malfunction. The field representative will follow-up with the hcp on the patient¿s condition. At this time, the crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed three low voltage battery faults (fault code 1003) had been recorded. External visual inspection of the device noted no anomalies. Initial automated testing verified basic sensing, pacing and shocking functions of the device. After the titanium case was opened, microscopic visual inspection did not reveal any irregularities. The battery was then removed, so that an external power supply could be connected to the device for further analysis. A higher than normal current usage was observed. Electrical testing isolated the high current condition to two compromised low voltage capacitors that are connected to the device¿s battery. This type of component malfunction can result in a high current drain, which over time can result in premature battery depletion, as was observed in this case.